Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 10 unspecified bd q-syte¿ devices had air bubbles in the line, and three (3) devices leaked during use. The following information was provided by the initial reporter: "it was reported via post market survey that there were occurrences of air bubbles / air in line (10), and leakage (3)."

Event description:
It was reported that 10 unspecified bd q-syte¿ devices had air bubbles in the line, and 3 devices leaked during use. The following information was provided by the initial reporter: "it was reported via post market survey that there were occurrences of air bubbles / air in line (10), and leakage (3)."

Manufacturer narrative:
Investigation summary bd was not able to duplicate or confirm the customer¿s indicated failure as no material number, sample, batch, or lot code was provided. A device history review could not be completed as no batch number was provided. H3 other text : see h10.